Manufacturer narrative:
No specific corrective action due to mitigative prevention of hazards is assigned to this report. A review of the relevant device history records and the raw material history files for batch 1026 did neither indicate recorded quality problems nor rejections related to this incident. If any further info is becoming available, MFR immediately will inform FDA. If no further info is becoming available, MFR considers this file as closed.

Event description:
Internal number: (B)(4). Event happened in (B)(6) and has not been reported to (B)(6) health authority by MFR. Summarizing translation of user report: "needle broke during use."